Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The reported failure "head error" occurred during preventive maintenance. According to the service order (B)(4) from 2020-01-31 during preventative maintenance, unit displays "head error". Tried replacing control board. Damaged one control board during installation. Replaced with new control board. Still getting head error. Confirmed that rfd is issue by completing pm with 9347427 rfd. Rfc 93201407 functions properly with substitute rfd and is released for clinical use. Sending in rfd 91060785 to depot repair. The rotaflow drive triggered the reported failure. The affected rotaflow drive will be handled under complaint#: (B)(4). The most probable root cause in this complaint is the defective rotaflow drive which triggered the head error. Most possible root cause of the head error could be determined as: the head error is caused by the hot plug. When device is in operation and the power plug is plugged in or out. And this leads to a damage at the control board of the rotaflow. The head error follows by the sig error. This is when the ultrasonic crème is applied to the flow bubble sensor. Then the centrifugal pump is causing backflow and this leads to the head error. The head error is also caused by shaking the drive. This is when the motor (which is controlled by the optical tacho) is not blocked when adjusting to 0 then it could lead to error when slight shaking. The motor could then slightly rotate. The head error can be caused by connection issues between the console (rfc) and the drive (rfd).this is when the cable connection is disturbed by defective pins. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, (B)(4) contain detailed descriptions to prevent an ¿error head¿. The reported failure "head error" occurred during preventive maintenance and could be confirmed. The device was directly involved in the incident. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from the us that the unit is giving a head error during preventive maintenance. No patient use. Technician tried replacing control board. Damaged one control board during installation. Replaced with new control board. Still getting head error. Confirmed that rotaflowdrive is issue by completing preventive maintenance with rotaflow drive s/n (B)(4). It was detected that the rotaflow drive with s/n (B)(4) is affected and caused the head error. Complaint ID: (B)(4).